Event description:
Add'l info received from MFR 5/27/03: co was unable to perform any failure analysis or laboratory testing of the device listed in the report because there was no sample received from the customer. The packaging lot and device batch number was provided from the customer and allowed co to review the manufacturing related records. No defects or non-conformances were noted during the manufacturing process. Co's instructions for use includes a note of caution that states, "after deployment of the tissue marker, the flexible applier and flexible introducer should easily pull out of the probe. If resistance is encountered during removal, remove the entire probe/driver assembly (containing the flexible applier and flexible introducer) from the percutaneous site".

Event description:
When deploying biopsy clip, metal tip instead came off (with clip still inside) -- now it marks the site.